Event description:
It was reported that a large volume infusor overinfused. This was observed during patient infusion. The order was 46 hours; however, it emptied approximately 27 hours after start. The device was filled with 5-flourouracil 4450mg (2400 mg/m2). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured june 4, 2021 to june 7, 2021. The device was received for evaluation containing no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured june 4, 2021 to june 7, 2021. The device was received for evaluation containing no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused. This was observed during patient infusion. The order was 46 hours; however, it emptied approximately 27 hours after start. The device was filled with 5-flourouracil 4450mg (2400 mg/m2). There was no report of patient injury or medical intervention associated with this event. No additional information is available.